Event description:
It was reported that, during a cori assisted surgery and while burring, the metal irrigation channel broke off of the real intelligence robotic drill guard. The broken piece stayed connected to irrigation tubing and stayed out of patient. The procedure was completed with the same device without delay. The patient was not harmed due to the reported problem. It was further confirmed that a second real intelligence robotic drill guard broke too.

Manufacturer narrative:
H11: the manufacturer has identified that this event should be re-evaluated for MDR reporting. The detached component is of a size/shape that can be easily retrieved in its entirety and this malfunction has been resolved by using an available back-up device. Although this event may result in a short delay while the procedure is resumed and completed as intended, this malfunction has not caused or contributed, in the past, to a death or serious injury, nor has it been required a medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. This malfunction is unlikely to cause any death or serious injury if it were to recur, either. Therefore, this event is considered non-reportable pursuant to 21 c.f.r. §803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information received, confirmed that the event has already been previously reported under the report reference number 3010266064-2022-00359 (our reference number (B)(4)). Therefore, it was determined that this case does not meet the threshold for reporting and will be closed as a duplicate. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Internal complaint reference number: (B)(4).